Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Reason for surgery: pop and sui. Concurrent procedures: anterior and posterior repair, perineorrhaphy and cystoscopy. It was reported that following insertion the patient experienced infection, urinary and bowel problems, recurrence, bleeding, dyspareunia and neuromuscular problems. It was reported that the patient underwent mesh removal and removal of sling on (B)(6) 2012, along with posterior colporrhaphy and cystourethroscopy. (B)(4).

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.